Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device would not charge and the battery charger remained red. Also, the device would not activate. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance received 1 device. The data from the battery was evaluated and it was found that the differential limit had been exceeded. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause for cell balancing failures has been identified as inaccuracies in the cell voltages reported by the bq chip. While these inaccuracies are small, they are significant relative to the 5 mv limit for cell balancing. The product analysis established a relationship between a device failure and the reported incident of premature end of life. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.